Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module¿s top and bottom housings being damaged was confirmed. The returned power module (serial number (B)(6) was inspected under work order # (B)(4) on 11sep2020. Parts of the module¿s top and bottom housings on its front left side were observed to have been broken off upon arrival. Customer services attempted to contact the customer multiple times to provide a repair quote; however, a response was not received. As a result, the power module was not tested and was returned to the customer unrepaired. The root cause of the damage to the power module was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 03apr2013. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the bottom and top cover of power module need to be replaced. A new patient cable is also needed for power module.